Event description:
It was reported that the customer's insulin pump was not functioning again. The mother stated that the buttons were not responding and the device was completely frozen. The blood glucose reading was 459mg/dl. The battery was removed and a new battery was inserted, but the frozen display continued and the time clock was not advancing. No further information was provided.

Manufacturer narrative:
The insulin pump was received in with no button response due to corroded keypad traces. The device worked fine with a test keypad and no frozen display was observed during testing. A cracked reservoir tube lip and scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.